Event description:
Laparoscopic distal gastrectomy: "prof (B)(6) found a piece of rubber inside the patient's abdomen at the end of the procedure which was later found to be a piece of the seal torn off from the device. The device was return without it's cannula obturator. The sales rep. Confirmed that a piece of septum has been torn off from the seal."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.